Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report a bravo capsule failure to attach. The second capsule was placed without further issue. There was no harm to the patient and medical intervention was not required. There was nothing unusual about the patient or the procedure itself that led of to the event. An endoscopy was performed prior to the procedure and the esophagus appeared normal. The user was trained by an account manager and has been performing bravo for over 1 year. The user is not sure what caused the failure to attach.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.